Manufacturer narrative:
The insulin pump was received with a failed battery test alarm after battery change due to power connector on battery tube not plugged in properly. The device was also received with a cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. (B)(4).

Event description:
The customer called and reported her insulin pump alarmed with a failed battery test. Customer stated she went through at least 30 batteries to resolve the alarm. Her blood glucose level was not recalled. Customer was advised to inspect battery compartment and spring and found neither corrosion nor damage. After customer was advised to clean battery cap contact and insert new battery, she received another failed battery test alarm. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.